Event description:
A malfunction alarm identified as altitude alarm 21 was reported by the customer, who has previously experienced this issue with the same pump. There was no reported impact on the customer¿s blood glucose level, as the caller declined to provide this information. The corrective actions included replacing the pump by technical support, with the customer instructed to use manual daily injections (mdi) as a backup therapy. The customer was also advised to return the defective pump using a pre-paid label within 10 days and understood the requirement to store the pump properly before its return.